Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set could not be used. Specifically, the connector is breaking off and leaving the male extension inside of PICC lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Registered nurse clarified the event. The event occurred at the time of the hospital¿s 96 hour protocol routine tubing change on a patient receiving a continuous infusion (infusion solution not reported). Additionally, the patient had no line access after removal of the PICC line. The event was further clarified as the broken male luer of the t-connector in the line made cvl (central venous line) lumen non-functional and the entire line was removed. It was not possible to apply a deadend cap (not further clarified). This event caused a delay in therapy which was reported to be greater than 5 minutes. The patient was discharged from the hospital without any long term complications. Staff was retrained in the proper use of this device (not further specified). There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.